Event description:
It was reported when using the pyxis anesthesia es system time was incorrect. The customer reported that the user indicated the anesthesia station's timing was inaccurate by 13 minutes. This discrepancy was impacting their reports and patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to an incorrect station time. A technical support specialist corrected the time, and the station was now displaying the accurate time. The system functioned as intended after the technical support specialist troubleshot the device.